Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - qrb. ********************************** the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code: cause not established will be used.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg), attempts at reeducation were unsuccessful, and frequent charging continued as the battery was not holding charge. The patient is reported to be doing well postoperatively. The device was disposed by the medical facility.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg), attempts at reeducation were unsuccessful, and frequent charging continued as the battery was not holding charge. The patient is reported to be doing well postoperatively. The device was disposed by the medical facility.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - qrb.